Manufacturer narrative:
The device was received fully deployed. Investigation of the needle mechanism did not find any damages or abnormalities that could cause a early needle deployment. The downloaded data shows the device completed first and second priming sequences as well as operated as intended until it was deactivated. No timeouts or drive stalls were observed in the device data. The needle mechanism was reset and deployed as intended through manual advancement of the ratchet gear. Although no issues were observed, it could not be determined when the device deployed. Additionally, the cannula assembly was inspected and found the hard cannula bent on the unexposed portion. It could not be determined whether the damage contributed to the reported event.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.